Event description:
Two icast catheters had the balloons become dislodged when coming out of the introducer sheath during the procedure.

Manufacturer narrative:
The catheters, upon opening the package, had been pushed off the balloon proximally. The first catheter stent had an approx 15 degree bend to it. This may have occurred during tracking through the introducer sheath. This stent was completely blood stained. The second catheter's stent had blood staining only on the proximal end of the crimped stent. The rest of the stent was clean as if it had not been placed through the introducer sheath. Both catheters were inspected to verify that the product was properly crimped during manufacturing. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon. Visible crimp implants were noted indicating that the stents were properly crimped. A review of the device history records indicated that the stents were processed and inspected according to procedures and that no non-conformances were found. With no additional procedural details, or the introducer sheath used in the case, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.